Event description:
Event description guidant received information that a dissection occurred when using this coronary sinus guiding catheter. It was reported that the amount of space between the inner and outer catheters created a ledge.